Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Unintended movement. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and both haptics torn, with a piece torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and noted the lens was inserted upside down in the patient's eye. The lens was removed through the original incision during the same surgery, with no patient injury. The backup lens was implanted.